Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no physical damage to the keypad. During testing, all keypad buttons were responsive. The keypad was removed and contamination was found under the contrast and up arrow key contacts. Evaluation also revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the up arrow and contrast key contacts. This report is made based on results of investigation completed on (B)(4) 2013.